Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen stopped waking and the screen assembly had begun separating at the middle, progressed despite taping, and rendered the device unusable; the user wears a dexcom g7 and had backup therapy, and the problem aligns with a device bonding failure affecting the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.